Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion; as reported, the 0.018¿ 3 x 4 x 40 slalom thrill high pressure (hp) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used but it ruptured. It was replaced with another balloon catheter (unknown) and the procedure was continued. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. The device was opened in the sterile field. The device was stored and prepped as per the instructions for use (IFU). The intended procedure was for a "shunt anastomosis vein" that was not a cto. There was no difficulty removing the product from the hoop, removing the protective balloon cover, nor removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. A non-cordis inflation device was used, and the same device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The plunger depressed into the syringe/indeflator when trying to inflate. The maximum inflation pressure was 20atm. The catheter did not kink while being used and was removed easily and intact. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. One non-sterile slalom pta.018 hp 40 3x4 percutaneous transluminal angioplasty balloon catheter involved in the complaint was received for analysis coiled inside a plastic bag. Per visual analysis, a seemingly burst condition could be observed on the balloon of the unit. No other physical characteristics could be observed at the naked eye. Per microscopic analysis, results showed that the balloon burst was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface probably led to the ruptured condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82185238 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed through analysis of the returned device as scratch marks were observed on the outer surface of the balloon. However, the exact cause cannot be determined. It is likely vessel characteristics contributed to the event reported as evidenced by device analysis. The balloon material was likely damaged during inflation of the lesion as the procedure performed was a shunt pta case, arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82185238 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 0.018¿ 3 x 4 x 40 slalom thrill high pressure (hp) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used but it ruptured. It was replaced with another balloon catheter (unknown) and the procedure was continued. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. The device was opened in the sterile field. The device was stored and prepped as per the instructions for use (IFU). The intended procedure was for a "shunt anastomosis vein" that was not a cto. There was no difficulty removing the product from the hoop, removing the protective balloon cover , nor removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. A non cordis inflation device was used and the same device was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The plunger depressed into the syringe/indeflator when trying to inflate. The maximum inflation pressure was 20atm. The catheter did not kink while being used and was removed easily and intact. Other procedural details were requested but are unknown, unavailable, or not applicable. The device is expected to be returned for analysis.